Manufacturer narrative:
The insulin pump power up properly after battery installation. Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss, blank display or keypad anomaly noted during testing. The insulin pump functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a blank display and buttons were unresponsive after it has been dropped in the past. Customer also reported that the insulin pump alarmed insert battery now alert after battery has been replaced. The insulin pump is being replaced and is expected to return for analysis.